Event description:
The pt was implanted with an ams elevate graft on (B)(6), 2009. It was reported that the pt experienced "serious bodily injuries, including extreme pain, erosion of her internal bodily tissue, extreme scarring, additional surgery and other injuries." It was indicated that the pt was experienced significant mental and physical pain and suffering, has undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.